Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on an ECMO patient. There was no additional patient information available at the time of this report. Return product is not available for investigation. Date: 07/14/2020, time: 0907, I-stat: 125 sec, I-stat: 153 sec, medtronic act plus: 138 sec. 07/14/2020, 1523, 307 sec, 153 sec, 171 sec. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident# (B)(4). The investigation was completed on 14-sep-2020. A review of the device history record confirmed that the cartridge lot passed release specifications. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Af (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified. Note: d4 updated with new lot originally stated; from lot# r20030 to r20093.

Event description:
Na.